Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided information states the drill was binding on the poly-axial screw in the tibial plate. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
During surgery the drill bit broke. A piece of the broken drill bit remains in the patient.